Event description:
It was reported that during a transcatheter aortic valve procedure involving the evolut fx+ valve, severe constraint was observed in the cusp overlap view during initial deployment to a depth of 2 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). The decision was made to release the valve, however, the valve spontaneously dislodged to a depth of -3 mm on the ncc and -3 on the lcc after full release. The dislodged valve occluded the coronary arteries. The occlusion necessitated the initiation of cardiopulmonary resuscitation (CPR). The valve was snared and pulled into the ascending aorta, temporarily stabilizing blood pressure and heart rate. A second valve deployment caused the original embolized valve to occlude the coronary arteries again, leading to a second CPR attempt, but stable blood pressure and rhythm could not be regained. The second delivery catheter system and valve were removed without deployment. Access was gained via the right radial artery to attempt snaring the embolized valve from a different angle, but this was unsuccessful. A 22 mm non-medtronic balloon was inserted to attempt pulling back the wedged valve, but this was also unsuccessful. The patient anatomy, including a short ascending aorta and small sinotubular junction, along with mild calcium and fibrotic leaflets, were identified as contributing factors. The patient ultimately died.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-26 (j300621); product type: 0195-heart valves; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evolut fx+ valve, severe constraint was observed in the cusp overlap view during initial deployment to a depth of 2 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). The decision was made to release the valve, however, the valve spontaneously dislodged to a depth of -3 mm on the ncc and -3 on the lcc after full release. The dislodged valve occluded the coronary arteries. The occlusion necessitated the initiation of cardiopulmonary resuscitation (CPR). The valve was snared and pulled into the ascending aorta, temporarily stabilizing blood pressure and heart rate. A second valve deployment caused the original embolized valve to occlude the coronary arteries again, leading to a second CPR attempt, but stable blood pressure and rhythm could not be regained. The second delivery catheter system (dcs) and valve were removed without deployment. Access was gained via the right radial artery to attempt snaring the embolized valve from a different angle, but this was unsuccessful. A 22 mm non-medtronic balloon was inserted to attempt pulling back the wedged valve, but this was also unsuccessful. The patient anatomy, including a short ascending aorta and small sinotubular junction, along with mild calcium and fibrotic leaflets, were identified as contributing factors. The patient ultimately died. Additional information was received that the patient was rapid-paced during the post-implant balloon dilation. Per the physician, the dcs can be excluded as a contributing cause to the death, however, the death was caused by the coronary occlusion.

Manufacturer narrative:
Updated data: b5. Second paragraph added d4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.